Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-lumbar laminectomy syndrome. The pump contained fentanyl [695 mcg/ml] at a dose of 219.82 mcg/day and b upivacaine [3 mg/ml] at a dose of 0.9489 mg/day. It was reported the patient had discomfort at the pump site. The pump was slightly protruding, and the patient was bumping into things. There were no diagnostics or troubleshooting performed. The 40 ml pump was replaced with a 20 ml pump the day of report. The explanted pump was discarded. The patient¿s 40 ml pump implanted in the left buttock caused the patient discomfort as she kept bumping into things. The issue was resolved at the time of report. The patient¿s status at the time of report was alive ¿ no injury. No further patient complications were reported.